Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt has two scs systems (thoracic and pns-off label usage). It was reported the pt is experiencing pain at the ipg site. Surgical intervention was undertaken on (B)(6) 2014 at which time, the pt's pns system ipg was repositioned. The issue is resolved.